Event description:
During a robotic hysterectomy the blade of the harmonic scalpel broke off inside the patient. While the surgeon was utilizing harmonic scalpel, part of the blade broke off the instrument. Visualizing the broken piece, the surgeon was readily able to retrieve it without causing any damage to tissue any organs. After the procedure, the instrument and broken piece were sequestered, to be sent to the manufacturer for analysis on why this instrument was defective.